Event description:
It was reported that the device was used during a rectal carcinoma and resection procedure on (B)(6) 2010. During the procedure, the surgeon used the device to anastomose the tissue. At night after the procedure, the surgeon found that the anastomosis had oozed blood. So on (B)(6) 2010, the patient had a second procedure and the surgeon used hand sewing to reinforce the anastomosis. No blood transfusion. Now the patient is fine. Because the patient had the second liver, the sample was discarded. Additional information has been requested.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.